Manufacturer narrative:
The pump functioned properly during the functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, and displacement tests. No prime/fill anomaly was noted during testing. The pump passed the self test, unexpected restart and all operating current measurements were normal. The pump was received with minor scratches on the display window, a cracked display window corner, a cracked case at the display window corners, a cracked reservoir tube lip and a broken belt clip slot. The pump was received without the original pump belt clip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin was squirting out during manual prime process. The customer's blood glucose was 180 mg/dl at the time of call. The customer stated that the reservoir was showing the same amount of insulin as shown at the status screen. The customer declined to continue troubleshooting at the time of call. The customer mentioned that the belt clip connecter was no longer with the insulin pump. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.